Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("prolonged menses/ menorrhagia") and genital haemorrhage ("heavy, abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid operation and eye operation. Plaintiff underwent essure confirmation test revealed, total bilateral occlusion. On (B)(6) 2002, the patient had essure (ess205) inserted. In 2007, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sever pelvic pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("severe cramping"), abdominal pain ("severe abdominal pain"), rash ("rashes"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain, rash, alopecia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had discussed a potential hysterectomy with her physician to treat these severe symptoms. She will need to undergo additional surgical intervention as a result of her essure implants. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received. Event added: abnormal bleeding (vaginal).ablation added as surgery for menorrhagia hence case category became incident. Reporter's information, plaintiff's information and medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.